Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was 1 centimeter (cm) in size and located in the left upper lobe, 1 centimeter away from the pleura. The procedure was completed as planned with no delays. Upon waking from general anesthesia, the patient experienced shortness of breath, and a chest x-ray was performed. A pneumothorax was identified, and a chest tube was placed to resolve it. The patient was admitted for one day, then the chest tube was removed, and the patient was discharged home. The physician reported that the ion did not cause or contribute to the pneumothorax. There was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There was no device malfunction associated with the event. System logs were not available for review.